Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported during surgical procedure on (B)(6) 2025, the s1 lead was unable to be removed. As a result, the lead was cut and partially left implanted in the patient.